Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (over 500 mg/dl) and the cause was not known. Insulin injections and corrective boluses were used to address the high bg. The customer reverted to using insulin injections for insulin therapy. The contact declined tandem technical support's offer to troubleshoot.